Event description:
It was reported that during a device change out procedure, inhibition of pacing occurred after the device was exposed to electrocautery. The device was explanted and replaced. Implant of the new device went smoothly and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.